Event description:
It was reported that the patient experienced an infection of their cardiac resynchronization therapy defibrillator (crt-d) pocket. During normal follow up it was discovered that the patient had redness, swelling, and discharge at incision site. The crt-d system was explanted and replaced with a leadless implantable pulse generator (ipg) and the patient was administered antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.